Event description:
I have been using a number of health related problems over the past five years. They have always not been diagnosed and I have been through many tests. I believe I have breast implant illness and most of my symptoms can be related to the fact that I received saline implants almost 13 years ago.